Manufacturer narrative:
Little information about the report was provided. The investigation is ongoing. If additional information is provided, a supplement report will be submitted as appropriate.

Event description:
It was reported that pyrohemisphere cmc implant was revised. Little information was supplied about the event.